Event description:
It was reported that an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 468 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin and nausea medication. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.